Manufacturer narrative:
Significant tissue ingrowth was observed in one portion of the center, single layer portion of mesh. This area was observed to be thickened with very dense tissue. A cut was made into this region and the mesh was found to be folded and completely infiltrated with tissue indicating that the mesh had been folded in this position for a significant period of its 4 month in-vivo. The complaints of a severe reaction to the implant with severe inflammation and pain along the site of the implant are most likely related to the folding mesh in the center soon after implantation. The mesh folding could be the result of inadequate tension placed on the mesh during implantation or a failure of the fixation used to hold the mesh taut against the abdominal wall shortly after implantation. The lot history of the mesh was reviewed and the product was found to have met all specifications.

Event description:
Severe reaction to mesh or adhesive.